Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure that the washer had fallen off of the device. Additionally, it was reported that during equipment testing conducted by a manufacturer service technician that the device was overheating and the rubber boot was missing. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure that the washer had fallen off of the device. Additionally, it was reported that during equipment testing conducted by a manufacturer service technician that the device was overheating and the rubber boot was missing. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.